Event description:
It was reported that the ilet pump¿s screen was shattered, after which the user switched to a prior pump and blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included collection of event details and coordination of a replacement device with instructions to return the damaged unit and inspection of the returned device. Investigation of this device revealed a damaged display component consistent with a screen break on the ilet, with normal therapy maintained via an alternate pump. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.